Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure on another lead it was found that the left ventricular (lv) lead had an insulation breach at two locations. The lead was repaired and remains in use. It was also reported that the right atrial (ra) lead was compromised during the procedure. The lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.